Event description:
Patient reported right side rupture, shell laceration, silicon dissemination, snowstorm lymph node, silicone leakage, pain, and anxiety. Patient additionally reported raynaud's phenomenon, sclerosis, breast implant illness, sclerosis, loss of autonomy, and deterioration of quality of life all not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.